Event description:
It was reported that the indwelling catheters on 4 veterans had to be changed within two days. Although the indwelling catheters were able to be flushed, the catheters were not draining urine. Hence, the veteran¿s bladder was scanned to check if there was any urine present in the bladder. The bladder scan revealed 900 ml of urine with the foley in place. Hence, the catheter was changed, and the foley has once again stopped draining. It was also reported that the urine was coming out around the catheter. The balloon of the catheter was assessed, and it was confirmed that the correct amount of normal saline was held within the balloon. It was further reported that there were issues with the indwelling catheters on four units.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the indwelling catheters on 4 veterans had to be changed within two days. Although the indwelling catheters were able to be flushed, the catheters were not draining urine. Hence, the veteran¿s bladder was scanned to check if there was any urine present in the bladder. The bladder scan revealed 900 ml of urine with the foley in place. Hence, the catheter was changed, and the foley has once again stopped draining. It was also reported that the urine was coming out around the catheter. The balloon of the catheter was assessed, and it was confirmed that the correct amount of normal saline was held within the balloon. It was further reported that there were issues with the indwelling catheters on four units.